Manufacturer narrative:
(B)(4)

Event description:
It was reported that upon interrogation, the right atrial lead exhibited low impedance. During a device change out procedure, the lead was capped and replaced. The patient was asymptomatic and in stable condition.